Event description:
A complaint was reported regarding pain at the pocket site, after falling on her ipg side. The dr explanted the pt's precision implant.

Manufacturer narrative:
The explanted device will not be returned for eval as it was discarded by the medical facility.